Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No details have been provided as to the nature of the injuries. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol kugel patch. Ni/ni/ni:the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the kugel patch. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol kugel patch. Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the kugel patch. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of kugel hernia patch. Per operative notes, ¿a incision was made in the groin and the cord structure were identified. The hernia sac was identified and dissected from the cord structures. The kugel mesh patch was inserted through the hernia defect and sutured with onlay mesh.¿ (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with removal of mesh and implant of synthetic mesh. Per operative notes, ¿a right inguinal incision was made. The cord structure was identified and removing a section of ilioinguinal ligament. The cord structures were freed. The hernia sac was identified and separated from cord structure. The previous mesh appeared to be loose and not under inguinal floor medially. The mesh was located in retroperitoneal portion, but it placed in retrofascial space. The mesh was fibrous and dissected away and hernia defect was repaired with synthetic mesh.¿ attorney alleged that the patient had adhesions, mesh migration, mesh shrinkage, nerve damage, pain and hernia recurrence.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No details have been provided as to the nature of the injuries. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years post implant of kugel patch, patient was diagnosed with hernia recurrence, adhesions, nerve damage, fibrosis, migration and pain thereby underwent removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-apr-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.